Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an interbody fusion at l4-5 using a peek cage and rhbmp-2/acs. Approximately four months after surgery the patient began to experience left leg pain and balance issues. An MRI conducted six months after surgery demonstrated a left paracentral fluid density surrounding the left neuroforamen at l4-5. It is reported that the patient underwent an epidural steroid injection and was placed on muscle relaxants and narcotic pain medications. In (B)(6) 2008 the patient's CT scan revealed a large left osteophyte that extended to the l4-5 levels and was compressing the left l5 nerve root. An emg and nerve conduction study showed significant left l5 radiculopathy. It was reported that the patient underwent an additional surgery to remove the excess bone and to re-fuse the l4-5 level. It was reported that during this surgery rhbmp-2/acs was mixed with autograft. It was reported that the patient continues to experience severe pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.